Event description:
It was reported the patient fell on their left shoulder and shortly there after heart rate was noted as 40 bpm. It was found that the lv 4193 lead had no capture, the rv 4068 lead had risen in capture threshold and the device exhibited sensing difficulties. The entire system was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pkf725776s no anomalies were found. Evaluation summary: no anomalies found; full lead returned for analysis. Evaluation summary: no anomalies found; distal segment returned for analysis. It was reported the patient fell on their left shoulder and shortly there after heart rate was noted as 40 bpm. It was found that the lv 4193 lead had no capture, the rv 4068 lead had risen in capture threshold and the device exhibited sensing difficulties. The entire system was removed and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn high threshold.